Event description:
It was later confirmed that the patient's infection was at the generator site. Both the generator and lead were discarded after surgery and are unavailable for return to the manufacturer.

Manufacturer narrative:
Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 3. On (B)(6) 2023, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.